Manufacturer narrative:
The complaint for implant advanced too far, resulting in chordal entanglement was confirmed empirically based on the testimony of the on-site clinical specialist. Available information suggests challenging imaging and procedural factors likely contributed to the event per the information in the event description. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations and reviews, it has been identified that these events are not associated with device malfunctions or manufacturing nonconformances. Chordal entanglement is a known complication associated with the pascal procedure. This has the potential for suboptimal therapeutic outcome, the need for additional intervention, and/or recurrence of regurgitation. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal in mitral position where the imaging was very challenging which made leaflet confirmation difficult (there was difficulty to engage on the leaflet). The team did feel they had adequate insertion and were instructed to pull the posterior suture first. The posterior mitral valve leaflet was lost at the time of pulling the posterior suture. The device was able to be successfully bailed out and a new implant was used. Another device was successfully deployed which was stable and the a2p2 mr (mitral regurgitation) jet was eliminated. There was remaining jet just lateral to the second device. It was elected to place a third device just at lateral a2p2 (lateral to the second implant). In attempt to position and orient, the physician elected to elongate the device to reset in the left atrium. In doing so the implant migrated slightly lateral and became engaged in chords. The team made several attempts to free the device but were unsuccessful and ended up very commissural where they had to deploy the device. This did not reduce the mr, and slightly increased the mr jet between the second and the third device. A possible fourth device was discussed, but the gradient would not allow it. The procedure was completed with baseline mr as severe and ending mr as moderate-severe. Challenging imaging and little device experience contributed to the less than optimal result.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.